Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the commander IFU warnings: patient injury could occur if the delivery system is not un-flexed prior to removal.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The procedure requires large bore devices in patients who often have peripheral vascular disease (pvd) and/or vessel tortuosity. The placement of sheaths and dilators in these vessels may result in damage to the vessel at the site of the arteriotomy. A review of the commander delivery system IFU, procedural training manuals revealed the following relevant information: the commander delivery system has a flex indicator on handle that shows the degree of articulation in delivery system. After valve alignment is performed: -          advance the catheter and use the flex wheel, if needed, and cross the valve. Note: verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port.   When tracking over aortic arch: -          use 30 to 40 lao projection to provide view of the aortic arch. -          slowly rotate the flex wheel away from you while tracking over the aortic arch. Note: the delivery system articulates in a direction opposite from the flush port. -          do not over flex while tracking over aortic arch. -          ensure the edwards logo faces upward throughout flexing and tracking. Note: the flex indicator may be used as a reference to assess degree of articulation in the delivery system throughout the procedure. During valve positioning: -          note: using multiple angiographic views may help in coaxial positioning. Delivery system removal: -          completely unflex the delivery system.   In this case, the device was not returned for evaluation; however, there was no allegation or indication a device malfunction contributed to this procedural complication.  Based on the available information, procedural factors (articulating the delivery system without adequate advancement and fluoroscopic view to observe the device) may have contributed to this event. The maneuvers to straighten out the system may have resulted in the iliac injury to the patient. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), this was a transfemoral tavr procedure with a 26mm sapien 3 valve.  While flexing the commander delivery system in an attempt to cross over the arch, the fluoroscopy view was not panned up on the arch and the device was articulated too much without advancing over the arch. Therefore the nose cone ended up facing down towards the descending aorta, instead of over the aortic arch. The team was not able to straighten out the delivery system in its current position without causing an injury, so the delivery system was pulled back. The team was then able to straighten out the system, but the right common iliac artery (rci) was dissected in the process and the wire position was lost. The patient was hemodynamically unstable so the team decided to deploy the valve in the abdominal aorta and proceed to stent the rci. The patient was given fluids and stabilized. It was decided to stop the procedure and wait a couple weeks to attempt another tavr. The event was not considered to be related to a device malfunction. It was felt that the delivery system excess articulation before the aortic arch was possibly due to lack of advancement before crossing the aortic arch.